Event description:
It is reported that after impaction the locking ring toggled approximately 1mm across the surface. A new implant was requested and implanted. The same toggling was observed.

Manufacturer narrative:
This report will be amended when our investigation is complete.